Event description:
It was reported that the lead exhibited loss of capture. The lead insulation was abraded. The patient experienced shocks. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.